Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stents placed in (B)(6) 2021 to treat malignant biliary stricture due to hilar cholangiocarcinoma. At 17 days post-procedure, ¿pt. Presented with jaundice, abd. Pain, itching, malaise, n/v, dark urine. Repeat ercp done next day, 2 stents removed (no comment made re: stent patency in note) and pus swept from duct. Pt. D/c day after repeat ercp with improving sx, no additional interactions with hospital for 57 days post-discharge per available records.¿ the site noted the event as related to the study stent (¿occluded biliary stent¿) and malignant hilar stricture; not related to the study procedure. Primary reason for treatment: malignant biliary stricture, hilar cholangiocarcinoma other procedures performed at the same time as the study stent placement: stone retrieval clso-10-15 stent placement: right hepatic duct this event is noted as resolved without sequelae. Data collection includes 3 months post-procedure. This is the only ae reported. The patient has exited the study.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-jul-2025.

Manufacturer narrative:
Device evaluation the device evaluation of clso-10-15 of lot number c1857477 could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study MDR-2066, 1900128, cholangitis due to occluded study stent. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for clso-10-15 of lot number c1857477 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label the instructions for use (ifu0045), which accompanies this device advises the user on potential complications: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. This device is used to drain obstructed biliary ducts. There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) this is a known potential adverse event as described in the instruction for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. Possible cause is that "cholangitis" and "occlusion" are procedural adverse events associated with ercp procedure as per the IFU. As per the attached pmcf study, page 18, the cause of the cholangitis was reported to be due to malignant hilar stricture and occluded biliary stent. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity of 1 device, confirmed used. According to the customer, the stent was used to treat malignant biliary stricture caused by hilar cholangiocarcinoma. Seventeen days after the procedure, the patient presented with jaundice, abdominal pain, itching, malaise, nausea/vomiting, and dark urine. A repeat ercp was performed the following day, during which two stents were removed, and pus was cleared from the duct and the patient was discharged. This event is noted as resolved without sequelae. Data collection includes 3 months post-procedure. This is the only ae reported. According to the medical advisor¿s input for harm and severity, the harm is ¿reocclusion¿. This is a known potential adverse event as described in the instruction for use. A definitive cause could not be determined from the investigation. Possible cause is that "cholangitis" and "occlusion" are procedural adverse events associated with ercp procedure as per the IFU. As per the attached pmcf study, page 18, the cause of the cholangitis was reported to be due to malignant hilar stricture and occluded biliary stent.